Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: review of the black box data and alarm history revealed records of call service 052 alarms. On investigation, the pump was exercised for 12 hours without duplication of the alarm. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Also unrelated to the original complaint, the battery and cartridge compartments were noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.